Event description:
Healthcare professional reported left side exchange from textured to smooth implants due to the patient's concern with the product. Healthcare professional added, "capsular contracture baker grade IV". The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was capsular contracture baker grade IV. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the returned device identified fold creases, white calcification (25%) in shell, brown particles in shell, and white particles on the valve. A leak test and microscopic analysis was performed which identified irremovable white particles in the fill channel assessed as particle leakage. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is irremovable particles in fill channel assessed as particle leakage.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: fold creases, white calcification (25%) in shell, brown particles in shell, white particles on valve. Leak test and microscopic analysis was performed which identified: irremovable white particles in fill channel assessed as particle leakage. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: irremovable particles in fill channel assessed as particle leakage.

Event description:
Healthcare professional reported left side exchange from textured to smooth implants due to the patient's concern with the product. Healthcare professional added, "capsular contracture baker grade IV". The device has been explanted.